Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on nov 6, 2018 was submitted erroneously as a duplicated event. This event is currently being submitted under 0001822565-2018-04265.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient suffered loosening of the coupling mechanism and was revised. Attempts have been made and no further information has been provided.